Manufacturer narrative:
A ge rep evaluated the system and reloaded calibration and configuration files. System operates as intended.

Event description:
The customer reported the system lost its calibration files. This would result in a no boot condition. No pt injury was reported.